Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the basket was opened, the handle broke. The basket would no longer open or close. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The patient's exact age is unknown; however, it was reported that the patient was over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the basket was opened, the handle broke. The basket would no longer open or close. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over 18 years of age. Block h6: device code a0401 captures the reportable event of handle break. Lock h10: the returned trapezoid rx was analyzed and a visual inspection noted that the sheath was detached from the heat shrink and it was buckled. Additionally, the pull wire was kinked and the side car rx was push back out of specification. The working length was observed mechanically cut. The cannula was not returned indicating was detached. The length of the proximal and distal screws were measured and found to be less than the minimum tolerance. No other issues were noted. The reported complaint is confirmed. With all the available information, it is most likely that during the opening of the basket , the device presented difficulties or resistance that may have been caused by anatomical factors, the technique applied, and/or even some support device. Once the device presented these difficulties, the user may have applied some force on the handle causing a tough movement within the heath shrink and the sheath which ended detaching the sheath and causing to buckle. Its possible that the push back of the sidecar rx is related to the same tough movement. Additionally, the pull wire was kinked along of the extrusion, this possibly happened because difficulties were encountered in the process that caused the customer to apply an additional force which caused the pull wire to kinked, consequently the client had to cut the working length. Therefore, the most probable root cause is adverse event related to procedure. The failure of handle cannula detached was determined to be attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula detached. Therefore, the most probable root cause for the problem of handle cannula detached found during analysis is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.